Manufacturer narrative:
Product is not available for evaluation. Sterilization and lot history records were reviewed and no exceptions were found. Report 1 of 5.

Event description:
Impossible to pass the sleeves into 1.8 mm incision.